Event description:
It was reported that the high contrast resolution on the 9000 sys was low. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was aligned during the svc call. The sys was tested, and found to be working as intended, and put back into svc.